Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that at a device post operative check, intermittent loss of capture of the left ventricular his bundle was noted along with increased outputs. The left ventricular capture amplitude was increased to maximum output to allow for his bundle pacing. The lead remained in use. Additional information received indicated that the patient's daughter reported that the patient "stood up and passed out and was not breathing". The patient's legs were "jumping" and it seemed as though the device was firing, but the patient was not arousable. The patient was pronounced dead at the emergency room. The patient was a participant in the post approval clinical surveillance product surveillance registry. The cause and circumstances of death were requested and not available.